Event description:
It was reported that the intra-aortic balloon (iab) was inserted via a sheath during surgery. After surgery the pt was moved to the intensive care unit. Twenty-four hours after the iab was inserted, the pump (iap-0500d) alarmed "blood in helium tubing" and stopped automatically. "A lot of blood was seen in the helium tubing as well as in the cold water trap." No restart was indicated. The iab was removed immediately and two doctors and a couple of nurses saw that "a big disruption was seen in the balloon membrane right underneath the tip." The iab was thrown away. Another iab was not needed because the pt was in good condition. There were no strips generated, no x-rays taken.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.